Manufacturer narrative:
(B)(4).

Event description:
It was reported ((B)(6) the patient's drg system's lead at l5 was removed sometime ago. Reportedly, during removal of the lead multiple contacts broke and were left in situ at the nerve root and in the right flank. In addition, the physician stated there was no long term patient impact.